Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after the pocket was closed at implant, measured data indicated an atrial lead impedance of >1990 ohms. The pocket was reopened and the lead was observed to be pulled back from the connector. The lead was reinserted and again there was high impedance. When the lead was tested, normal function was observed. The pacer was replaced.~~~~~